Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left upper lobectomy surgery, the device would not fire on the second firing. Removed the cartridge and noted that the cartridge pan was damaged. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2020, d4: batch # u5at1r. Investigation summary one photo received. Upon visual inspection of one photo, the following was observed: the photo shows a gold reload and the pan can be seen partially dislodge from right side. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one ecr45d reload was received damaged and unfired, with the pan detached from the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damaged in the reload was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.